Manufacturer narrative:
H3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had a battery replacement due to infection. The infection was located in the implanted area but had not spread to the lead. The generator was seen to be exposed a little outside of the body. The physician removed this generator with a sterilized torch wrench, and treated the patient with antibiotics. It was noted that the size of the m106 generator may have influenced this infection. Once the infection subsided, a m1000 (smaller generator) was implanted. The explanted generator was discarded, and is not available for return to the manufacturer. It was later clarified that the believed cause of the generator extrusion was the influence of the infection, since the m106 generator was too large for the patient's physique. Device history records were reviewed for the generator. The generator passed all specifications prior to distribution and was hp sterilized. No other relevant information has been received to date.